Event description:
Customer reported a malfunction alarm, referenced as malf 12, occurring on 10/9 and 10/10. There was no reported impact to the customer¿s blood glucose level. Customer completed a pump reset and continued using current pump for insulin therapy.